Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via the phone call that the reservoir lip ring of the insulin pump had cracked. The customer¿s reported blood glucose value was unknown. The customer stated that the reservoir does not stay real secure. The customer also reported for no deliver alarm but declined troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.